Event description:
The customer stated that he jumped into a pool with the insulin pump on, and now it doesn't work. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic assembly and motor.